Event description:
It was reported by the physician that the patient had a bad seizure and was not able to use the magnet. The patient was administered ativan. No additional relevant information has been received to date.